Event description:
It was reported that the patient had not been feeling well and was admitted to the hospital. The patient was found unresponsive and was intubated. A device interrogation revealed that an electrical reset occurred and there was no diagnostic data prior to the date of the reset. It was noted that it could not be determined if any device related issues were related to the patient's symptoms. The reset was cleared and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) was noted. The device experienced a critical ram parity error por (B)(6) 2012 in location "1c 28". The device should be able to recover from the event and continue normal function.